Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Insulin pump will be repaired and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.